Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported an overdose occurred. 'Last night' the patient was brought to the emergency room (ER) as unresponsive. The patient was reported to have been admitted and the pump was programmed to minimum rate. The patient responded to treatment and was doing well, so the pump was then programmed to 1 milligram (mg) per day and the patient was released on the day of this report. The patient was then followed-up with at the clinic and the pump was reset to 3 mg per day. 'Tonight' the patient was again unresponsive and was heading to the ER, per the reporter. It was reported the device system was used to deliver fentanyl. It was later reported the concentration of the fentanyl in the pump was 12,000 micrograms per milliliter. It was reported the pump also contained clonidine, bupivacaine, and dilaudid. The patient was receiving 6 mg per day on flex dosing. It was reported the patient was in respiratory distress and had low blood pressure. The patient was sent home the next day and was reported to have been doing well. It was reported the patient went to back to the health care provider's (hcp) office and at that time the pump was turned up to 3 mg per day. The patient then had issues that night but did not go to the ER. It was reported the hcp was to see the patient the next day and was going to empty the pump and send the medication for testing. It was reported they suspected the concentration of clonidine was the issue. It was reported the patient was fine now. It was later reported per the pump logs that there were 9 events in the pump logs on (B)(6) 2013 as a refill occurred and it was confirmed the logs were normal. There were 12 events on (B)(6) 2012 which according to the reporter were for either the implant or the first refill; the logs were normal.